Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The inspiratory pipe was found contaminated with a white chalky material and dried saline type crust, which also had entered the expiratory cassette. The inspiratory pipe was cleaned and the expiratory cassette was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. Further information from the user facility revealed that they had been delivering medication via aerogen unfiltered on the inspiratory side. The root cause of the reported failed internal leakage test during pre-use check was contamination in the inspiratory pipe and the expiratory cassette from delivering medication without filter. There is no ventilator malfunction.